Manufacturer narrative:
The sample contains an interfering factor against the ruthenium label used for anti-tshr v1 and anti-tshr v2. This interference is addressed in the package insert. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation did not identify a product problem.

Manufacturer narrative:
Sample from the patient was requested for further investigation. This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys anti-tshr immunoassay results for one patient sample from cobas e 801 module serial number (B)(4). The initial result was 6.19 (6.2) iu/l. On (B)(6) 2020, the sample was submitted for investigation was tested on a cobas e 801 module with results of 4.10 iu/l and 4.89 iu/l. On (B)(6) 2020, the result from "yamasa architect" was <1.0 iu/l. The questionable result was reported outside of the laboratory.